Event description:
It was reported PICC wasn't working so nurse removed it and saw one of the pigtails were stretched out longer than the other. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an elongated extension leg was confirmed, but the root cause could not be determined. The product returned for evaluation was one 5fr dl powerpicc catheter. A gross visual inspection of the returned sample found that the extension tubing of the purple lumen was visibly elongated and narrower than the red lumen's extension tubing. Microscopic inspection of the damaged extension leg found that the distal end of the extension tubing was bowed and had a dull appearance. The features observed throughout the purple lumen extension leg indicated that tensile stress had developed and, thus far, the features were characteristic of over-pressurization. The unit was leak tested by flushing with water using a 12ml luer lok syringe. During testing a leak was observed originating at the junction between the extension tubing and molded joint in the purple lumen. The molded joint was cut open for further inspection. After dissection, an arc shaped tear was found on the purple lumen extension tubing inside the molded joint. The location and shape of the tear were inconsistent with over-pressurization failures, suggesting that additional unidentified factors may have contributed to the reported event. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: the impact was we had to replace the PICC because we were unsure of the integrity of the product.